Event description:
Customer's doctor reported via phone, the customer was currently on vacation and the insulin leaked in the device case. Doctor's not sure exactly what occurred but the device alarmed system error, no reservoir, button error, and change battery. The buttons on the device are unresponsive. Self-test was not performed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump received with intermittent act button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. The insulin pump received with partially broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked case at the reservoir tube window corner, and cracked reservoir tube window.